Event description:
Medical affairs spoke to the patient in 01/2004 and obtained/verified the following info: in the evening the patient tested their blood sugar at bedtime, which is the time they usually test. They stated that the result was 500 mg/dl and based on their sliding scale they took 20 units of nph and 10 units of regular. The patient did not have any symptoms at the time of the result. Later, between 11:30 pm and 12:30 am the patient began to experience low blood sugar symptoms of shaking and sweating. The paramedics were called and the patient stated they arrived at approx 12:15 am. The result on the paramedic's meter was 47 mg/dl. The patient stated that while they were waiting for the paramedics to arrive, they ran some tests on the meter. The results were 12:10am 294 mg/dl, 12:14 am 183 mg/dl, 12:26 am 247 mg/dl, and 12:37 am 287 mg/dl. There was a discrepancy in the times given by the patient; they stated that the paramedics arrived at 12:15 am, but when asked when the back-to-back testing was done the patient stated "before the paramedics arrived." Therefore, it is not clear exactly what time the paramedics obtained the result of 47 mg/dl. The patient was treated with glucose and the paramedics stayed with pt until their glucose level stabilized. Patient was not taken to the hosp. The patient did not have any control solution to test the meter, however they placed treatment on meter readings and suffered injury. The patient called lfs the following morning and was able to obtain a meter from a pharmacy with the help of the lfs customer service rep.